Event description:
It is reported that on april 11,2006, the surgeon tried to lock the articular surface to the tibial tray, but it would not tighten. The surgery was delayed three hours to obtain a second articular surface, but the second articular surface would not tighten either. Eventually, the second device implanted with the screw not fully tightened. Device remains implanted.

Manufacturer narrative:
H3: evaluation summary: returned articular surface and support screw were evaluated by re-assembling the components and the screw fully tightened properly. No defect observed with parts. It's possible the surgeon used the locking screw from the other articular surface where the screw is longer and if used wouldn't have fully tightened. H6: evaluation codes: 100-68 returned surface didn't exhibit any notable damage and an accurate dimensional analysis couldn't be performed because the device was autoclaved prior to receipt. Device history records are intact, conforming and indicate manufacture to specification.